Manufacturer narrative:
The reported device has been implanted for the past 16 years. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
The surgeon has asked to confirm whether the patient's implant is an off-the-shelf distal femoral replacement and for her revision will need to have bushings available as well as a new tibial metal component. If the planned procedure does not work he will have to proceed to a full revision of her distal femoral replacement.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is currently implanted.

Event description:
The surgeon has asked to confirm whether the patient's implant is an off-the-shelf distal femoral replacement and for her revision will need to have bushings available as well as a new tibial metal component. If the planned procedure does not work he will have to proceed to a full revision of her distal femoral replacement.